Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). For patient sample (B)(6), a result obtained a day prior to the run, was falsely elevated. It is unknown if the discordant result was reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran dispense tests on the reagent probes which passed. The cse replaced the syringe diluter 3 due to a leak and adjusted the bottom of cuvette for the reagent and ancillary probes. All other testing passed. The customer tested tni-ultra samples in duplicate for four days post service, and results were as expected. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.